Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. After impaction of the 52mm acetabular cup, the cup inserter handle could not be detached from the acetabular cup. The procedure was completed using a 54mm acetabular cup.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.dimensional evaluation found both the acetabular cup and the inserter tip to be within design specification.this report submitted (B)(4), 2011.